Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a qc failure with atcc baa 1026 for cefoxitin test. The qc organism was processed using the vitek 2 ast-p631 test kit; the cefoxitin test was negative when it was expected to be positive. This discrepancy can lead to false susceptible results for cefoxitin. Parallel testing using (mueller hinton agar was also performed; the strain was resistant. Repeat testing provided the same results. The customer indicated no impact to any patient, no false result provided to any physician for patient isolate testing, and no delays in reporting results. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the qc result. Culture submittals have been requested by biomerieux for internal investigation.

Manufacturer narrative:
Investigation testing included the following: two (2) cards of customer lot and two (2) cards of random lot of ast-p631 cards with the customer submitted strain staphylococcus aureus (B)(4) and with the internal reference strain (frozen stock). For all ast-p631 cards tested for both the customer and internal strains, the expected result of oxsf+ was obtained. The customer result of oxsf- was not reproduced. The ast-p631 test kit is performing in accordance with specifications.